Manufacturer narrative:
The fse had the physician remove the cover of the instrument and clean the probe and check for loose connections to the probe. On (B)(4) 2016 the fse contacted the physician who reported that after running 20 samples, there were no more issues to report. No further intervention was required by tosoh. A 13-month complaint history and service review for serial number (B)(4) was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. Per the aia-360 operator's manual, chapter 7.2 ("list of flags"), advises the user that when encountering "sc" (nozzle clogged) errors, dispensing was cancelled because clogging was detected during sample suction. Further, the user is advised to check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. The user is also advised that, if this problem occurs frequently, contact the service department. The most likely cause, based on the information provided by the customer/physician and the fse, suggests that the reported issue is attributed to a clogged probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA-(B)(4).\

Event description:
On (B)(6) 2016, the customer/physician reported receiving sample cup (sc) errors during patient runs using both tosoh sample cups and serum separator tubes (sst). A tosoh field service engineer (fse) was dispatched on 01jul2016 and the customer informed the fse they were also receiving clog errors every other sample. The customer was unable to run samples which caused a delay in reporting patient samples for bhcg, fsh, e2, lh, prog assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device by manufacturer: the fse had the physician remove the cover of the instrument and clean the probe and check for loose connections to the probe. On 05jul2016 the fse contacted the physician who reported that after running 20 samples, there were no more issues to report. No further intervention was required by tosoh. A 13-month complaint history and service review for serial number (B)(4) was conducted and no similar events were found. No consequent failures related to the reported event were found in the complaint and service history. Per the aia-360 operator's manual, chapter 7.2 ("list of flags"), advises the user that when encountering "sc" (nozzle clogged) errors, dispensing was cancelled because clogging was detected during sample suction. Further, the user is advised to check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. The user is also advised that, if this problem occurs frequently, contact the service department. The most likely cause, based on the information provided by the customer/physician and the fse, suggests that the reported issue is attributed to a clogged probe. Original MDR# 3005529799-2018-01000 (supplemental to 3005529799-2018-01000). This MDR contains the correct information as reflected in this submission; however, by mistake an MDR was submitted for a separate event with the same number 3005529799-2018-01000. New MDR number 3005529799-2018-04168 was filed for that separate event.

Event description:
On (B)(6) 2016, the customer/physician reported receiving sample cup (sc) errors during patient runs using both tosoh sample cups and serum separator tubes (sst). A tosoh field service engineer (fse) was dispatched on 01jul2016 and the customer informed the fse they were also receiving clog errors every other sample. The customer was unable to run samples which caused a delay in reporting patient samples for bhcg, fsh, e2, lh, prog assays. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting results.